Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in a non-tortuous, severely calcified mid rca. The lesion was predilated with an unk type and size balloon. The physician attempted to advance a taxus express2 3.0x16mm drug eluting stent but was unable to reach the lesion due to the calcification. The stent delivery system was removed and then the guide catheter and guidewire were removed. The physician went back in with a different guide catheter and wire and when the taxus stent was being reloaded, they noticed that the stent was no longer on the balloon. They attempted to locate the missing stent with fluoroscopy but were unsuccessful. They could not locate it outside the patient either. The procedure was completed with a bare metal stent. No further patient complications occurred. Patient status is satisfactory.